Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had IV channels worked but did not infuse all of the IV. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported under infusion was duplicated during the investigation. External inspection was conducted, revealing considerable damage to the platen. The returned device was connected to a laboratory pou only for testing purposes in the ¿as received¿ state. The system was linked to the asm, and a rate accuracy task was performed to verify the accuracy of the suspect device. After testing, it was observed that the device delivered a total of 7.69 g out of 12 g, resulting in an error of (B)(4). After testing, the damaged platen of the suspect pump module was replaced with a known good part only for testing purposes and the rate accuracy task was repeated. The device passes successfully the task after the replacement of the damaged part. The suspect pump module was attached to a laboratory pcu (after platen replacement) only for testing purposes with the incident programming parameters observed on the last infusion performed. A dchu digital scale was used for this test. A dchu rate control set (model 8100-rcs) was primed and loaded into the suspect pump module. The pump module was programmed with a test infusion at the rate of 5 ml/h, as observed in the logs, for 60 minutes. The test results measured the actual rate at 4.82 ml/h (-3.5% error). The specification for this test is ±5% error, per srd-9580 of the alaris system v12.3 prd (dir (B)(4)) indicating the device was within specification. The event date of the complaint was noted to be 30 december 2025; however, time was not provided. During the event log review, it was noted that all records saved prior to (B)(6) 2025 at 9:46:34 am were erased. No activity was registered during the event date provided. The following entries reflect the last activities performed by the device: between (B)(6) 2025, the pump module executed multiple cycles of secondary infusions programmed by the user. Each secondary infusion (vtbi = 100 ml, rates varying between 50-200 ml/h) completed within the expected timeframe, after which the device consistently returned to the primary infusion at 5 ml/h. The first part of the timeline shows normal operation, with secondary infusions starting and finishing without abnormalities. Overall, the device performed as expected during programmed secondary infusions. However, three patient-side occlusion alarms and multiple manual interventions (pauses and restarts) were observed, particularly during the latter portion of the operating period. No further activity was recorded. The alaris system manual (12.1) states the next recommendations to avoid an under infusion: avoid the following conditions that can cause a smaller bolus volume than expected (under infusion): -avoid positioning the pump module below patient heart level. - avoid hanging the solution container below the pump module. - avoid using small inner diameter catheters with high viscosity solutions at flow rates above the rates listed in the recommended flow rates by catheter size and type of infusate (can cause back pressure). To ensure the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If any damage is observed or the device does not function as expected, return it to biomedical engineering for repair. Do not use a device that appears damaged. Send the device to biomedical engineering for repair immediately. Performing these inspections helps prevent damaged devices from being returned to patient use. Using a damaged device can result in patient harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had IV channels worked but did not infuse all of the IV. There was no patient involvement.